Event description:
It was reported that this pacemaker recorded atrial tachy response (atr) events with far field over sensing (ffos) with right ventricular sensing. The ffos in the atr events post ventricular sense was intermittent and sometimes atrial sensed events were blanked due to cross chamber blanking close to the ffos amplitude. Programing options were discussed around blanking periods. As the system is a new implant, they made sure it was no lead dislodgement by reviewing that impedance and thresholds were good. The pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.